Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet pump exhibited screen bezel separation, with the user suggesting possible inadvertent compressive damage when rolling onto the device, and a replacement unit was provided with instructions for return of the original devices. Symptoms included none reported, and blood glucose remained at 130 per user report, with no alarms or alerts documented. Outcomes included no injury, no medical intervention, and no hospitalization. Investigation included customer interviews, troubleshooting and education, data synchronization guidance, and attempts to retrieve the device for evaluation. Investigation of this device revealed a physical enclosure issue consistent with screen separation affecting the display assembly of the pump, with contributory external mechanical stress suspected based on user account. It was concluded, based on previously established findings for similar reports, that the cause was mechanical damage due to external force, with user handling contributing.